Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that did not have the "alarm limits" enabled. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer stated that the touchscreen does not work. It was noted touchscreen required replacement.

Manufacturer narrative:
The customer reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.